Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 48.3cm was returned in two segments for analysis. External insulation abrasion was noted at 15.3-16.2cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 24.0-24.1cm from the distal end of the svc shock coil, consistent with lead friction to the ICD can. Internal insulation abrasion under the svc shock coil was noted at 2.0-2.1cm, 2.2-2.7cm, 3.4-4.0cm, and 4.2-4.8cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 13.8-14.3cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
It was reported that a patient presented during generator change out due to eri. Externalized conductors were noted. The lead was separated during extraction. The patient was stable.